Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of 5 fu via a gemstar pump. It was reported at an unspecified time on the fifth day, the nurse noted the solution was leaking from the filter air vent on the tubing set. It was reported the delivery was stopped. An unspecified volume of the solution came in contact with the pt's hands. It was reported the pt's hands were washed and the solution that spilled was cleaned up according to the user facility's protocol. The delivery was discontinued. There were no reported adverse pt effects and no reported delay of critical therapy for this pt. No medical intervention were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel, (B)(4).